Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the returned (B)(4) 11.0mm titanium helical blade is in fair condition showing scuff marks near the proximal end where it locked into the trochanter fixation nail. Drawing number (B)(4) rev. G was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. Therefore, a review of the risk assessment is not applicable for this device. The returned (B)(4) titanium trochanteric fixation nail is in fairly good condition and shows wear consistent with insertion and implantation. The device was returned and reported to have a broken locking mechanism allowing the helical blade to move. This condition is confirmed; the tab of the locking mechanism at the proximal head of the device appears to be sheared off. This would allow movement of the helical blade within the nail. It is likely that patient noncompliance or an impact suffered by the patient caused the mechanism to break. Drawing number (B)(4) rev. D was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that an impact suffered by the patient or patient noncompliance led to this confirmed complaint for the (B)(4) titanium trochanteric fixation nail, however this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the returned (B)(4) helical blade. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Should be 11mm/130 degree titanium cannulated trochanteric fixation nail 360mm/left-sterile.catalog number: device is sterile.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, a female patient was treated with a long trochanteric fixation nail (tfn). On (B)(6) 2014, the patient returned to surgery for a revision and conversion to a total hip arthroplasty due to failure of the tfn. It appeared that the locking mechanism inside the nail was broken. The devices were removed easily. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that it manufacturing revealed no complaint related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.